Event description:
It was reported that tip detachment occurred. A carotid wallstent device was used to treat a carotid stenosis during an endovascular procedure. Femoral access was obtained, but the vascular route was elongated and tortuous. A boston scientific amplatz guidewire was used, and the stent delivery system had to pass through two 180-degree bends before reaching the severely calcified, severely tortuous lesion. Because the lesion was severely calcified and resistant, two pre-dilatations were performed before stent deployment. The stent was then slowly deployed distal to the stenosis. Before reaching the point of no return, the physician decided to reposition the stent, which required partial recapture. During withdrawal of the stent into the catheter, the distal end of the catheter detached, preventing the stent from being recaptured or deployed. An 8f guiding catheter was used to retrieve the stent and catheter system, and the device was removed intact. A new carotid wallstent was then implanted, and the procedure was completed successfully. There were no patient complications and the patient fully recovered.